Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. The evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between (B)(4) 2018 and (B)(4) 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely elevated results while using architect ca 19-9xr reagents. The following data was provided. Initial 40.49 u/ml, repeat 19.90, 23.28 u/ml. The patient was being tested as part of a pancreatic cancer follow up. No impact to patient management was reported.